Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8907850. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that prior to the start of an endovascular embolization procedure, the physician opened the device packaging for the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 8907850) and removed the device from the dispenser hoop, the stent component was found detached from the delivery wire. The device was not used for the procedure in the patient; the physician replaced the device to complete the procedure. There was no negative impact on the patient. On 19-nov-2025, additional information was received. The information indicated that aside from the premature detachment of the stent, there was no damage noted on the stent / stent delivery system when the stent was removed. The replacement stent was another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401600). The information confirmed there was no delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 23-dec-2025. [Additional information]: on 23-dec-2025, additional information was received. The information is a correction on the complaint product code and lot number associated with the product. The complaint product originally reported was a 4mm x 16mm enterprise 2 vascular reconstruction device (encr401600) from lot number 8907850. The corrected / updated product is a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300) from lot number 8582197. The manufacturing record evaluation for the corrected lot number 8582197 is pending; it will be reviewed and included in the 3500a supplemental report. Corrected sections: d.4 and h.4. Updated sections: b.4, d.4, g.3, g.6, h.2, h.4, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device 17-dec-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As documented in the event, the stent was already detached from the delivery system. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The distal end of the delivery wire underwent dimensional analysis. The measurement that controls the attachment and delivery of the stent was found to be within specification. The reported issue in the complaint regarding the stent being automatically released was confirmed since the stent was noted as already separated from the delivery system. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8907850. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the manufacturing record evaluation for the corrected lot number 8582197. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8582197. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Updated sections: b.4, g.3, g.6, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.